Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was alleged premature battery depletion on the device due to increased current drain. No intervention was performed to resolve the event and the patient was in stable condition.